Manufacturer narrative:
Continuation of d10: product ID b32000, lot# 082m27723m serial# implanted: b)(6) 2023, explanted: (B)(6) 2025 product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the lead, model b3300542m, s/n (B)(6), revealed that the stim lead/body¿s outer insulation was melted, the conductor was broken due to overstress/damage, and suspected body fluids in lead that had no performance impact medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was an explant surgery scheduled for today to remove left lead due to not optimal placement. First notified today ((B)(6) 2025) of the procedure. During the procedure lead was observed by hcp as damaged, reported by surgeon, impedances post op all within normal range. Hcp would like analysis of lead as she did not damage lead during procedure. Plasma blade was used. Surgeon was careful not to damage lead during explant. Hcp was careful not to break lead during explant procedure and believes the break in the lead was present before explant surgery. Impedances pre op where within normal range